Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation and review of the electrogram (egm) revealed that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.